Event description:
The customer reported that during a lower anterior resection, error tones were heard and the system stopped working. Another type of device was opened and used for the completion of the procedure. It was reported that the procedure was delayed for more than 30 minutes. There was no patient injury as a result of the system having stopped working.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.